Manufacturer narrative:
Exact date unknown, event occurred months after the initial implant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50 serial: (B)(4), batch: 5074280 / 7026771.

Event description:
It was reported that the patient was experiencing loss stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced and were not returned. The patient was doing well postoperatively.